Event description:
The implantable neurostimulator was 'improperly implanted' and became 'detached.' The device broke through the skin and was replaced. No other patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.